Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately 27 months ago. Aneurysm and vessel morphology from the time of implant are unknown. A recent CT demonstrated that the iliac limb on the ipsilateral side occluded on an unknown date. The stent graft did not kink. A thrombectomy was performed and the patient was sent to recovery. Later that evening the ipsilateral limb re-occluded. The patient was brought back to the or and a femoral to femoral bypass was performed the next day. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Inherent risk of procedure (occlusion),- lack of information (unknown cause of stent graft occlusion).